Event description:
It was reported that a button was not responding on the customer's insulin pump and numbers were ramping. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. The customer also stated she removed the battery and received a battery test failed alert when she put the battery back in. She further stated she put in a new battery and the insulin pump gave her a weak battery notification. The customer's blood glucose level was 179 mg/dl. Nothing further was reported.

Manufacturer narrative:
The up arrow button did not response due to a corroded keypad trace. Failed battery test alarm could not be verified, due to the lack button response. No anomaly involving scrolling numbers on the screen was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners and cracked reservoir tube lip.